Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported an iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.